Event description:
It was reported that a user stated the device ¿gives way too much insulin,¿ and the event was characterized as hypoglycemia with cause unclear, with user education or troubleshooting provided and no associated alerts or alarms. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included no reported long-term impairment, disability, or hospitalization.

Manufacturer narrative:
Investigation included a review of available complaint details and customer interaction, including user education or troubleshooting. Investigation of this case revealed no confirmed device malfunction based on the information provided. It was concluded that the cause of the reported hypoglycemia could not be determined and that user guidance was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.